Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose levels were too high to register on the glucose meter. Prior to the event, the customer had changed the infusion set and bolused before going to bed. When she woke up, her blood glucose levels were high, and the cannula was bent, but the insulin pump did not give any alarms. The caller was unable to troubleshoot at the time of the call. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.